Event description:
A customer reported experiencing two alarms, alarm 2 and alarm 26, followed by recurring occlusion alarms. There was no adverse impact on the customer's blood glucose level as it remained within a normal range. The customer was instructed to perform a series of steps, including disconnecting the tubing and cartridge and delivering boluses, which were completed successfully. The customer was advised to replace supplies as needed and continue insulin therapy, and a replacement infusion set was dispatched.